Event description:
Hamilton company was informed on august 16, 2002 of an event that occurred in 2002, in which the hamilton microlab at + 2 instrument reportedly aspirated and dispensed sample twice in row g and did not generate an error message. No death or injury resulted from this event.